Event description:
On 06/02/2025, a sales representative reported via (B)(4) that an ar-6485 synergy cw4 arthroscopy pump was producing a pressure fault error code. The issue is believed to be isolated to the pump, as both tube sets are working on different consoles with no error code.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear due to repeated use of the device in the field. Manufactured in 2020.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. During evaluation the device functioned. However, physical damage was found to the top cover, the bezel, the tubing guide cover, and the serial label. Confirmed unit software version is v1.10 rev 14. Unit is missing qty 3 power cords/cables see vendor evaluation